Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix t2 implant did not come out. The t1 implant was successfully removed from the patient. The procedure was finished with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Investigation complaint reference case (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided images was performed and found in picture 1 an arthroscopic image with the t visible. Picture 2 shows the device with both ts outside of it with the suture attached. Picture 3 shows the suture with both implants attached. Picture 4 shows an arthroscopic image with the needle in it. Picture 5 shows an arthroscopic image with the needle and a t implant inside it. Picture 6 shows an arthroscopic image with the t implant attached to the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.